Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported heavy adhesive wear and tears around the rubber cover of the bending mechanism at the probe tip, as well as had cords on the surface during maintenance involving an olympus colonovideoscope. There was no patient involvement.